Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was apparent explant damage and the lead was stretched. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that patient had high right ventricular (rv) lead threshold, no capture in unipolar and oversensing. The rv lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.